Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Review of records vascutek has reviewed quality control records and manufacturer's records. There were no issues with the manufacture of this batch. There was a total of 6 grafts in the batch. No other adverse events have been received for this batch. Result: physical testing was carried out on the master batch. All batch results passed acceptance criteria. In particular the longitudinal tensile results passed acceptance criteria. Conclusion: no conclusion can be drawn. The graft is currently located at the hospital. When the graft is returned, vascutek will be able to carry out applicable tests on the graft.

Event description:
A maxiflo graft was used as a prosthetic loop for dialysis between right femoral artery and femoral vein. The surgeon made the proximal anastomosis between the graft and the artery. The surgeon made three incisions in the patients skin. The anastomatic forcep was inserted into the first cut and through the muscular strip. The distal portion of the eptfe graft was caught and then pulled back through the first incision. When the graft was almost entirely out, the graft tore into two pieces. The surgeon tried to pull it again, the graft tore into two pieces again. At this point, the surgeon removed the graft and replaced it with another maxiflo graft with the same catalogue number. Everything went fine with this graft.